Manufacturer narrative:
(B)(4). D10. Z nail cmf 9.3 mm x 17.5 cm 125l, item# 47249818109 lot# 3218040. Z nail cmf 5.0 x 75 ant sup scr, item# 47250107550 lot# 3228774. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, item# 47248403050 lot# 67162645. 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head item# 47248403050 lot# 67175042. Z nail cmf nail cap 0 mm, item# 47250000200, lot# 3250454. G2: foreign: event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the lag screw of an intramedullary nail construct was observed on radiographs to be sliding toward the outer side approximately three months post-implantation. The patient remained under clinical monitoring, and no revision was planned at the time of the report. Diligence is completed and no further information on the reported event has been provided.